Event description:
The customer states the enteral feeding pump's volume delivery is 20 percent less than it suppose to be.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states, ¿volume delivered is about 20 percent less than it supposed to be.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.